Event description:
The customer reported that the system exhibited communication errors. This error is likely to result in a system lock up or prevent the system from booting to a usable state. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. A pin was identified as incorrectly seated in the lemo connector and was evaluated and repaired. The system was tested and found to be working as intended and returned to service.